Manufacturer narrative:
Per the t:slim user guide, "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer incorrectly input the time in the pump settings. Blood glucose (bg) was 560 mg/dl. The customer administered a correction bolus to address the elevated bg and corrected the pump time settings.